Event description:
During a breast biopsy procedure when the marker was inserted it would not deploy. It was noticed when the device was retracted from the probe that the tip was missing and could not be located. A second tissue marker was placed. There was no pt consequence.